Event description:
This rv lead was capped due to high impedances and high thresholds. The physician decided to put a new system in on the right side. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.